Manufacturer narrative:
Information contained in this report was previously submitted through psr on 22/apr/2019. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified weight of the device to be within specification, red particles, and deformation. Cloudiness was observed after autoclave disinfection process. Based on the device analysis the final assessment is no issues found related with the manufacturing process. The reason for reoperation was rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported right side rupture diagnosed via MRI. The device has been explanted.